Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced unrecoverable system error code #281. With the assistance of an isi technical support engineer (tse), the site restarted the system and encountered system error code #903 during start up. The tse instructed the site power down the system, perform an emergency power off, and reset the circuit breaker multiple times; however, system error code #903 continued. Add'l troubleshooting techniques were performed; however, the issue was not resolved. The pt was under anesthesia and the port placements were made when the surgeon made the decision to abort the planned surgical procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the system error codes #281 and #903 experienced by the customer were associated with the remote arm controller (rac). The rac consists of five printed circuit assembly (pca) boards, which operate together to provide control of the system arms. The system was repaired by replacing the affected rac. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #281 indicates no response was received from one of the rac pca boards during power-up. System error code #903 was a signal error indicating that the system error log was overflowing with error messages since no communication was being received from the rac pca. The rac was returned to isi for failure analysis. Engineering eval discovered the cable connections were loose, thus generating the error codes experienced by the customer. As of 08/07/2009, there have been no reported recurrences of the issue at this hospital.